Event description:
In february 2006 the lay user/patient contacted lifescan alleging that his one touch induo meter was reading inaccurately high compared to his feelings and had a broken case. The technical service representative (tsr) has made several unsuccessful attempts at reaching the patient to obtain/verify information. The patient reported two separate incidents of requiring medical treatment by the paramedics, once in 2005 and the other a month later (could not remember the exact date). The patient indicated that he performed routine blood glucose tests and then suffered hypoglycemic episodes (unconsciousness) on both occasions. On one occasion the patient passed out before having lunch and the other was following lunch. In both instances, the paramedics administered a "sweet terrible tasting paste" and tested his blood glucose level. The paramedics obtained lower results when compared to the reported meter readings. The patient was unable to recall the actual results or the type of device by the paramedics.